Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the reported positioning failure (leaflet grasping and capture) appears to be due to procedural circumstances. The reported tissue damage and poor imaging were due to challenging patient anatomy. Tissue damage is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling. The additional device referenced is being filed under a separate medwatch report number.

Event description:
This is filed to report tissue damage. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. A rotated heart and friable leaflets were noted. Also, due to patient anatomy, imaging was very difficult. An xtw clip was inserted and deployed on the mitral valve without issues. However, after deployment, a recurring jet was observed both medially and laterally of the clip. The physician suspected a chordal rupture had occurred, but this was difficult to confirm due to poor imaging. To reduce mr, an nt clip was inserted and grasping was performed medially of the implanted clip. However, grasping and capturing of the leaflets were very difficult. The clip was repositioned laterally of the implanted clip, but again, grasping and capturing were difficult. Therefore, the nt clip was removed. After removal, it was suspected the difficult grasping and capturing caused damage to the leaflets. An ntw clip was then inserted and deployed laterally of the xtw, reducing mr to a grade of 3. There was no clinically significant delay in the procedure. No additional information was provided.